Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up in backup vvi. A device image was received for further investigation. A device download was performed successfully.